Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, incomplete stent apposition occurred. Vascular access was obtained via radial artery. The 1st lesion was located in the left anterior descending artery (lad) and a 3.5x20mm promus element stent was implanted at 16 atm. The angiography confirmed good expansion of the stent without residual stenosis, and normal flow in the lad and its branches, as well as the circumflex artery. The 2nd de novo lesion was a concentric ostial lesion located in the severely calcified right coronary artery (rca) which was 10mm long with a reference vessel diameter of 4mm. A 4.00x12mm omega stent was implanted directly at 18 atm. Post-dilation was performed. A good angiography result was achieved without evident residual stenosis, and with distal flow timi 3. The patient tolerated the procedure well without progressing symptoms, and with electric and hemodynamic stability. The patient was sent to intensive care unit without incidents. This case was presented to the national resources fund as "difficulty with the stents". It was reported there was a scarce radial force of the stent at the ostium of the rca with intense recoil. The stent achieved an adequate opening with balloon dilation, but the final diameter of the ostium of the omega stent repeatedly decreased and the stent remained under-expanded. No action was taken to treat this event. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.